Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually examined. The pump poppet rod was observed to be misaligned. The poppet rod being misaligned is indicative of simultaneous compression of the deflation button and pump bulb. Since the pump will not operate normally with the misalignment of the popper rod, functional testing of the pump was not performed. Based on the analysis results of the device, the reported event is confirmed.

Event description:
It was reported that patient went to the hospital for a revision of his inflatable penile prothesis (ipp) implant as he felt the implant was not working properly. During the revision, the pump was found dimpled as when it was pressed it was squeezed, so pump was replaced. The procedure for using the pump was retrained to the patient and tested several times after surgery to complete the operation. There were no patient complications.

Event description:
It was reported that patient went to the hospital for a revision of his inflatable penile prothesis (ipp) implant as he felt the implant was not working properly. During the revision, the pump was found dimpled as when it was pressed it was squeezed, so pump was replaced. The procedure for using the pump was retrained to the patient and tested several times after surgery to complete the operation. There were no patient complications.